Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer experienced telemetry failure. Follow-up was unsuccessful in determining whether or not the radiofrequency programmer head had been changed out and could therefore be eliminated as a source of the issue. It was further requested that the programmer receive a test and calibration procedure. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found no fault with the programmer head it passed all functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.